Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the device location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: part: 157444, m2a-magnum mod hd sz 44mm, lot: 189150. Part: 139256, m2a-magnum 42-50 tpr insrt std, lot: 872110. Part: us157850, m2a-magnum pf cup 50odx44id, lot: 330620. Part: x12-171310, integral/x por red prox 10mm, lot: 087460. Multiple MDR reports were filed for this event, please see associated reports: head: 0001825034-2019-03071. Neck: 0001825034-2019-03069.

Event description:
It was reported that patient had initial left total hip arthroplasty performed. During the revision procedure, the head was found to be cold welded on the trunnion. Attempts have been made and no further information has been provided.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed by review of op notes which indicated the trunnion was cold welded on and therefore had to use a cutting burr to remove. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.